Manufacturer narrative:
Received one used 011-h3027 transfer set for inspection. No defects or anomalies noted on initial inspection. The set was attempted to prime. There was no flow. The occlusion was isolated to the spiros. Examination under uv light showed errant solvent in the fluid path of the spiros. The reported complaint of no flow can be confirmed. The probable cause is due to errant solvent applied during manual assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model b9259. This product was used for the product code, and 501k. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a 44 cm (17") appx 2.5 ml, pur ambr.set lineare con perf., y-clave®, valvola unidirezionale e spiros® con tappo viola that experienced no flow during use. It was stated that the cyclophosphamide medication did not pass through the extension tube and could not be administered. It was informed that the patient was connected to the extension at the time of the event, and that the therapy was delayed until they replaced the set, but there was no harm.